Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that while attempting to bolus, the pump touchscreen "buzz[ed] out." There was no reported impact to the customer's blood glucose level. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.